Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 1494 - indication for use (used with tricuspid steerable guide catheter).

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+, a flail, and an enlarged atrium. It was noted imaging was challenging and a triclip steerable guide catheter (tsgc) was used for this procedure. An nt clip was inserted, and grasping was performed. However, the leaflets were unable to be grasped and the physician stated the preexisting flail was now bigger than the beginning of the procedure. Therefore, the nt clip was removed and replaced with a larger sized clip. Two xt clips were implanted, reducing mr to a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unable to grasp leaflets and tissue injury were unable to be determined. The reported difficult imaging was due to patient anatomy. The reported off-label use was associated with the use of a triclip device with a mitraclip device on the mitral valve. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.